Manufacturer narrative:
No unexpected low battery alerts noted during testing. The pump passed the displacement and off no power tests. The operating currents were within specification. The pump had intermittent button response on the act button due to moisture damage on the keypad traces. The pump had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's mother reported that the customer received a low battery alert. The battery was changed and the alert could not be cleared due to the button not responding. Blood glucose value was 215 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump would be replaced and returned for analysis.